Event description:
During an atrial fibrillation pfa procedure, there was a delay of procedure when the sheath and the needle were prepared for transseptal puncture. An obstruction was noted within the sheath as the needle could not be inserted through the dilator. The sheath, dilator, and the needle was exchanged, and the issue was resolved. The procedure was completed with no adverse patient health consequences.